Manufacturer narrative:
Corrected data: g2- foreign- should be omitted for correction. Other: united kingdom- should be omitted for correction. Claim#(B)(4).

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
In a lecture, "phakic iol - an overview" the presenter mentioned a few examples were mentioned: a lens flip, explant, inseriton; a icl exchange from high vault; and a icl exchange with phaco." No further details were able to be provided.